Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was fully released. Immediately following the valve release, aortography revealed a left coronary artery occlusion. There was reported calcium at the left main trunk (lmt) ostium was impacted by vigorous opening of the outflow frame of the valve while the valve was fully released and resulted in dissection of the lmt. Percutaneous cardiopulmonary support (pcps) was introduced and was converted to percutaneous coronary intervention (pci). The guide wire could be advanced to the coronary artery ostium over the frame of the valve and a balloon was inflated. Intravascular ultrasound measurement was performed and a drug-eluting stent was implanted. The coronary blood flow was secured and the patient condition improved. No additional adverse patient effects were reported.